Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 86.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 18mm x 3mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured 30cm from the physician's hand. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 18mmx3mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured 30cm from the physician's hand. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.